Manufacturer narrative:
During transferring the patient from bed to the chair using the maxi sky 600 ceiling lift, one of anchor points of the kwicktrak rail system (on which the ceiling device was installed) made a slight movement. The caregivers were able to complete the transfer without further issues. No track detachment occurred as it was still supported by another anchor points. No injury was reported. The track rail involved in this complaint is a linear kwicktrak supported by anchor points. The hardware structure used to attach these three attachment points is called a 'cathedral structure', and it is made of steel beams. The metal joints of the hardware structure are reinforced by the 'c' struts that are supported by the beam clamps, located at the ends of the 'c' strut. Following the information received and documented in the complaint file, the failure of the clamp occurred because of the slope of the roof system and lifting vibrations. The unistrut member is tied in at the bottom of the c channels and matches the slope of the roof. Over time, the slope combined with vibrations due to the use of the lift will cause the clamp to loosen grip and slide off. It appears most likely that the steel beam structure in the drawing did not reflect the actual structure of the building, so the installers had to adapt to the building. The original installation was performed properly according to the approved drawings. No anomalies have been identified during a yearly load test. Last installation service was conducted 60 days before the issue was raised and no deviation was found. It can be noted that the installation methods mandated by arjohuntleigh, which includes three brackets for a straight section of track, ensure that the malfunction of one bracket will not necessarily result in the catastrophic failure of the track. In the current case, the two remaining brackets supported the load. This is based on the fact that installation methods have been design as per iso standards to ensure they can support the safe working load with a safety margin. When reviewing similar reportable events for track installation hardware, we have found only one case raised on the similar hardware system: steel construction. The occurrence rate for complaints with this failure is very low. In summary, when the event occurred, the device was used for treatment of a person, and in this way installation rail and ceiling device contributed to the adverse event. The ceiling hardware beam clamp connection has failed as a result of slipping and from that perspective the device did not adhere to the specification requirements at the time of the incident.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On 25th apr 2017, arjohuntleigh received the customer complaint indicating that during the patient transfer from bed to chair on ceiling lift maxi sky 600, the ceiling installation track made a slight movement. The track dropped down approximately 6-8 inches. The resident was safety lowered and manually moved to the chair. No injury was reported. The ceiling lift track system was excluded from use until will be repaired.